Event description:
This is a follow-up supplemental MDR to initial MDR importer report# 3008789114-2015-00004 to include additional information that was not available at the time the initial report was submitted to the FDA. Suspect device was received at (B)(4) from patient on 07/29/2015. Meter returned was serial number (B)(4). No other components of the prodigy glucose monitoring system was returned. Suspect device was returned to manufacturer by (B)(4) on 08/05/2015.

Event description:
Pcd received a call on 07/15/2015 reporting a medical intervention that occurred on (B)(6) 2015 at 8:00 am (complaint #(B)(4)). Pt's daughters (r and s) called in reporting the medical intervention. One of the daughters (not identified) stated that she went to her mother's room to wake her but found her clammy to the touch, unresponsive and with slurred speech. Pt's glucose reading at the time of the event was 123 mg/dl. Pt's daughter called paramedics between 5-10 minutes after the initial event. Upon arrival, paramedics performed a glucose test with their meter with a result of 53 mg/dl. Approximately 20 minutes passed between testing with the pt's meter and the paramedic's meter. Paramedics also performed an additional glucose test with the prodigy meter with a result of 121 mg/dl. Pt was given dextrose IV and ginger ale by paramedics to raise blood glucose level and was transported to ER. Pt's daughter could not remember exactly but believed that pt's glucose level upon arrival at ER to be about 200 mg/dl. Pt's total stay in ER was around 9 hours. Pts blood glucose level prior to discharge was unk. Pdc sent replacement and prepaid envelope requesting return of suspect system.

Manufacturer narrative:
.

Event description:
Meter was returned to (B)(4) on 07/29/2015 and forwarded to manufacturer on 08/05/2015. Meter tested by the manufacturer. Their results were: full function test: ok, results: meter ok. Note: there was an error in the initial report number at top of report only. Report is recorded as 3008789114-2015-000004 and should be 3008789114-2015-00004.